Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received but does not reflect full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required: subsequent to the initial MDR, it was determined that the report was submitted in error. Signal loss over one hour did not occur and therefore the criteria of a reportable complaint is not met as per the code of federal regulations.

Manufacturer narrative:
(B)(4).